Manufacturer narrative:
Unable to perform displacement test, occlusion test or verify delivery anomaly due to missing retainer. The reservoir does not stay locked in due to missing retainer. Device passed self test, rewind, seating, basic occlusion test and force sensor test. Unable to determine no delivery alarm due to detached retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin flow block alarm. Customer performed high pressure test it was failed. Customer also experienced high blood glucose and it was 16.3 mmol/l. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.